Event description:
The end user alleges she injured a toe on the left foot when she got her foot caught between the motorized wheelchair footplate and cement threshold.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported the motorized wheelchair's footplate was previously damaged which she failed to repair and her foot was not securely on the footplate. The owner's manual warns, "do not operate a vehicle that is not functioning correctly" and "do not operate without your feet securely on the footrest or legrests".